Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A company representative reported that a patient was admitted to the hospital and subsequently had her generator explanted two months after initial implant surgery due to infection and generator extrusion. The infection and extrusion were caused by the patient rubbing and picking at her generator incision site. The explanting surgeon noted that there was no pus present in the pocket. Cultures performed at the surgeon's office confirmed the presence of an infection. The surgeon's office reportedly originally intended to prescribe infection medication for the patient; however, the patient soon returned to clinic with her generator extruding from her incision site, leading the physician to explant the device. The surgeon's office later reported that the patient's neck incision site was not healing well, and a noticeable protrusion of the leads at the neck incision site was also observed. A company representative clarified that the wound had opened and the lead was visible at the incision site. The representative stated the patient continued to pick at her wounds, causing the dehiscence wound and lead extrusion. The device history records for the lead and generator were reviewed and revealed that both devices met all specifications for sterilization prior to release. No additional relevant information has been received to date. No additional surgical intervention has occurred to date.